Event description:
It was reported that, oversensing and inappropriate automatic mode switch were observed on the device prior to the date of implant. The device was successfully implanted. The patient was stable with no consequences.